Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 220110-4011 have been inspected visually and tested electrically. All tested electrodes were within limits, no failure could be detected. On july 25th, 2024 the involved device was received in an open pouch. It was disinfected and then inspected. A visual inspection of the defibrillation electrode set showed no obvious damage. The connector of the involved electrode set was also visually inspected. Neither damages nor deviations were visible. An electrical continuity test was performed using a multimeter to test for electrical continuity. Initially the pins of the connector were touched but no pressure was exerted. Both leads as well as the coding resistor in the connector had continuity. Pressure was then applied to the measuring tips during measurement on the contacted connector. These tests revealed that the coding resistor's value changed and did not remain constant. The root cause was identified to be the method (crimping) the resistor was connected with to the respective coding resistor pins. As a corrective action implemented march 01st, 2023 the resistor is now being connected to the coding resistor pins with a soldering process. The reported issue affects a lot which was produced before the corrective action was taken. However we have resquested further information for the cause of the patient death and have been informed that [translated from german language to english language]: "the delay in therapy was not the cause of the patient's death". The IFU states that "always keep a second pack of electrodes with the defibrillator". The user stated: "an emergency vehicle arrived at the scene promptly. The replacement electrode was provided by the emergency vehicle of another district, which however uses the lifepack 15. According to the user, replacement electrodes were available; these were connected and recognized after use, so that a device error could be excluded." We therefore consider the investigation and the report closed.

Event description:
On june 20th, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in australia. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53nc) and a gs corpuls c3 defibrillator had been used. The initial report was stating that " paramedics arrived to patient in cardiac arrest. The crew attached the corpuls therapy defib pads to the patient (they were already plugged into the corpuls device). The did not pick up any signal from the patient. The unplugged the pads and plugged them back into the corpuls3 device but still no rhythm recognition from the pads. They changed the pads and the new pads were fine." On july th, 2024 we have received a filled in questionaire. The questionaire states that the patient body skin type was normal, the skin type as "nothing abnormal identified in notes"and the medical history of the patient was described as "known cancer".. The objective of the procedure was a "witnessed cardiac arrest, pads required for rhythm recognition and defibrillation if indicated." The duration of monitoring and procedure was 20 minutes. The patient was lying in supine postion on the kitchen floor. During the procedure "downtime approx 2-3 mins, ambulance arrive, oads fail, replace pads, asystole 73-year-old, witnessed cardiac arrest by son". The patient skin was not shaven, dried as "standard saas process is to dry and shave skin as required", not cleaned, not disinfected prior application and no ointment has been applied prior application. The defibrillation electrodes have been placed on the apex and sternum and plugged in the therapy master cable corpuls connected to a gs corpuls 3 defibrillator. The defibrillation electrode adhered well and didn't lift up or come off during procedure. Requesting the number of shocks used energy was described as "not applicable" and the number of defibrillation shocks used energy as "asysteole". It was also described that medical characterization and size and shape of the patient injury was "not applicable". No further details have been disclosed.

Event description:
On (B)(6) 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in (B)(6) . Gs defibrillation electrodes catalogue number 0-21-0003 fred easy (model df51) and a gs corpuls c3 defibrillator had been used. The initial report was stating that " paramedics arrived to patient in cardiac arrest. The crew attached the corpuls therapy defib pads to the patient (they were already plugged into the corpuls device). The did not pick up any signal from the patient. The unplugged the pads and plugged them back into the corpuls3 device but still no rhythm recognition from the pads. They changed the pads and the new pads were fine." On (B)(6) 2024 we have received a filled in questionaire. The questionaire states that the patient body skin type was normal, the skin type as "nothing abnormal identified in notes"and the medical history of the patient was described as "known cancer".. The objective of the procedure was a "witnessed cardiac arrest, pads required for rhythm recognition and defibrillation if indicated." The duration of monitoring and procedure was 20 minutes. The patient was lying in supine postion on the kitchen floor. During the procedure "downtime approx 2-3 mins, ambulance arrive, oads fail, replace pads, asystole 73 year old, witnessed cardiac arrest by son". The patient skin was not shaven, dried as "standard saas process is to dry and shave skin as required", not cleaned, not disinfected prior application and no ointment has been applied prior application. The defibrillation electrodes have been placed on the apex and sternum and plugged in the therapy master cable corpuls connected to a gs corpuls 3 defibrillator. The defibrillation electrode adhered well and didn't lift up or come off during procedure. Requesting the number of shocks used energy was described as "not applicable" and the number of defibrillation shocks used energy as "asysteole". It was also described that medical characterization and size and shape of the patient injury was "not applicable". No further details have been disclosed.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. Retained samples of the concerned lot number 220110-4011 have been inspected visually and tested electrically. All tested electrodes were within limits, no failure could be detected. Currently we are waiting to receive the involved device for further investigation. We will provide a follow up report once we have reached further investigation results and a conclusion.